Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
It was reported the device fractured in three places. All of the pieces were successfully removed from the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
Additional information received indicated that the patient underwent a cerebral angiogram procedure. The fracture occurred while gaining access to the right common femoral artery (cfa). A lower extremity angiogram was subsequently performed; however, results showed no evidence of the introducer tip in the vasculature. The physician further reported that he assumed "there was approximately 1centimeter (cm) of the catheter missing, but could not confirm or deny if the missing segment had fallen onto the floor since the microcatheter 'disintegrated' as he tried to use it." Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, quality control and photographic inspection of the device was conducted during the investigation. Photos of the returned complaint device were examined as part of the investigation into the reported incident. It appeared that both catheters had separated into multiple segments. The photo showed two segments of the catheter shafts and the hub of the outer catheter. The shaft tubing appears to be frayed and stretched at the separation sites of the shaft. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of the investigation, a definitive root cause to the reported event could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.